Event description:
Leakage noted from the stopcock end of the side arm during flushing. There were no separations or cracks noted, and it was suspected that the leak was from where the stopcock was attached to the side arm tubing. For this case, a closure device was used at the end of the procedure.